Event description:
The physician attempted arteriotomy closure with perclose a-t (closer ii) device after a diagnostic procedure. It was reported the physician had "initially encountered some resistance" when inserting the 6 fr. Sheath in order to perform the coronary and femoral angiogram. The femoral angiogram confirmed that the arterial access was in the common femoral artery. It was reported that when the physician was advancing the sheath of the perclose a-t(closer ii) device into the artery over a guide wire, a "scooping technique" was used. The physician felt the device snap. The device was then removed over a guide wire. The physician reported "some resistance was met, however, excessive force was not used". Upon examination of the device by the physician, a distal guide fracture was noted. Angioseal was placed and successful closure was achieved. There was no report of any adverse patient event.